Event description:
The customer contacted a 3rd party physio-control service agent to report that device no longer powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer's device was examined by a 3rd party service agent who verified the reported failure. The service agent performed an internal and visual examination of the device where he observed the presence of sand and corrosion. The customer requested that the device be returned to them for disposal. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.